Event description:
It was reported the customer experienced high blood glucose levels (300-400 mg/dl). Customer performed troubleshooting and reports insulin is being delivered as expected.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.